Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh revision surgery on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.